Manufacturer narrative:
This report is being supplemented to provide additional information based on the approved final investigation. The device was returned to olympus for evaluation and the customer's allegation was confirmed. The device evaluation also found the following: flooding of the main body, main body cracks, electrical contact corrosion, and cloudy image. Based on the results of the investigation, it is likely that the watertight function did not work properly due to the cracks in the main body and led to the malfunction. A review of the device history record found no deviations that could have caused or contributed to the reported issue. This issue is addressed in the instructions for use (IFU): [section where IFU applicable for dark image] ¦4.1 precautions (warning) ¿ if an abnormal endoscopic image or function occurs and returns to normal spontaneously, the device may have already malfunctioned. If you continue to use the device as it is, the abnormality may occur again and the device may not return to normal. In this case, discontinue use immediately and slowly pull the endoscope out from the patient. Continued use of such a device may injure the patient, cause bleeding or perforation. [Section where IFU applicable for flooding of the main body] ¦endoscope image disappearance and freezing (caution) ¿ do not strike or drop the device. Water leakage may cause damage to the internal circuitry of the device. Olympus will continue to monitor the field performance of this device.

Event description:
It was reported that the camera head image was dark. There were no reports of patient harm.

Manufacturer narrative:
The device was returned and the evaluation is ongoing. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the camera head image was dark. There were no reports of patient harm.